Manufacturer narrative:
(B)(4).

Event description:
Representative from animas canada contacted dexcom technical support on (B)(6) 2015 to claim an intermittent audio output on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent audio output could not be confirmed.

Event description:
Representative from animas (B)(6) contacted dexcom technical support on (B)(6) 2015 to claim no intermittent audio output on (B)(6) 2015. Distributor advised patient tested the alert functionality and reported alerts were functional. Patient did not report injury or medical intervention.